Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of dizziness and there was muscle stimulation when paced in unipolar mode. The right ventricular lead had a lead warning and polarity switch. There was low impedance and inappropriate pacing due to noise. The lead is still in use. No further patient complications have been reported as a result ot this event.